Event description:
Additional information found the patient had all three of their leads explanted and replaced instead of just the one with the impedance issue. The physician decided that it was easier and safer for the patient to remove and replace all leads rather than try to steer new leads through the tension loops of the old ones.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22338, 1627487-2020-22339. It was reported one of the patient's leads was auto-reducing due to high impedances. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has the high impedances, as such all leads are being reported.